Event description:
Writer notes: PICC was flushed with normal saline (usual process) prior to insertion. Once placed, nnp had difficulty removing guidewire. Once removed, unable to flush catheter. Removed PICC line as unable to use and noted catheter was blocked at hub. Minimal injury to patient.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.